Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. A cartridge change was performed resolving the issue. Customer experienced a low blood glucose (bg) level of 45 mg/dl and sugar pills were consumed to address bg.